Manufacturer narrative:
The RMA was authorized but not received, thus no confirmation or investigation of the complaint was possible.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
On (B)(6) 2020,senseonics was made aware of an instance where patient experienced multiple high ambient alerts leading to sensor removal and replacement.